Event description:
Hospital authority contacted distributor (B)(6), 2011 to inquire how to check instrument for safety. Further investigation determined that they had a model #65000 diathermy pen that had a burned cord at the attachment of the cord to the plug. They reported that no pt or staff were hurt or involved in the incident, and that no lot number could be identified. They supplied photos, but did not return instrument.

Manufacturer narrative:
The device was not returned. Pictures were sent and from visual eval, the damage was consistent with other past historical issues of similar product cord plug interface. These issues have been traced to improperly removing plug from the generator by pulling on cord not plug and/or using the instrument too many times and not inspecting for damage prior to use. Proper maintenance, care, and inspection of the device is important for safe operation.